Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the pump gave the customer a low insulin alert. When customer attempted to load a new cartridge, it was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer reported a blood glucose level of 323 (mg/dl) and has administered a manual injection to stabilize bg level. Customer declined troubleshooting further with tandem technical support, but will use backup insulin therapy.